Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high threshold measurements as the patient had twiddled their device. Surgical intervention was performed to reposition the rv lead. Later in the day, the rv lead continued to exhibit high threshold measurements. Intervention was performed again and during an attempt to advance the stylet down the lead, it wouldn't attach the end of the lead due to insulation damage. The rv lead was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high threshold measurements as the patient had twiddled their device. Surgical intervention was performed to reposition the rv lead. Later in the day, the rv lead continued to exhibit high threshold measurements. Intervention was performed again and during an attempt to advance the stylet down the lead, it wouldn't reach the end of the lead due to insulation damage. The rv lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead body was twisted and the insulation had separated near the terminal molding. This is consistent with twiddler's syndrome. Dried blood was noted in the lumen due to the insulation separation. The lead was still able to pass a stylet insertion test with the dried blood in the lumen. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The electrical and stylet insertion difficulty allegations made against the lead were not confirmed through product testing, however the insulation allegation was confirmed.